Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient confirmed the tubing between the reservoir and pump was not occluded and the spike was firmly inserted. The clamp was closed, and the cassette was removed. No bubbles were observed. The green tab was depressed, and the tubing was tapped/massaged. After reassembly, the alarm returned. The cassette was removed again, but the upstream occlusion alarm could not be resolved. Medication used was 5fu. There were patient involvement and no harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.